Event description:
The customer reported via phone call that the sensor glucose versus blood glucose differences on the insulin pump. The customer was advised that sensor glucose and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. Customer's blood glucose was 134 mg/dl while sensor glucose value was 63. The sensor glucose and blood glucose is not with in acceptable range. After troubleshooting was done, customer was advised to monitor the reading and we would sent courtesy sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.